Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
An advocate reported the customer's continuous glucose monitoring system gave an alert that his glucose reading was around 60 mg/dl. The customer was feeling shaky and disoriented. The customer went to get a snack but he passed out and then had a seizure. The customer's parents gave him 1 mg glucagon injection. The customer was given a glass of orange juice when the seizure stopped. A blood glucose testing was performed on the contour next link 2.4 meter at 1:39 a.m. And a reading 0f 108 mg/dl was obtained, which was not in agreement with the customer's hypoglycemic event. The customer was taken to an emergency room where he was given intravenous fluids and a concussion protocol was followed as the customer had hit his head when he passed out and fell on the floor. After the treatment, the customer's blood glucose was 150 mg/dl to 160 mg/dl, which was considered stable. The customer was discharged the same morning as he recovered well after the treatment. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips to the customer. Since the strip information provided by the customer was unrelated to the event, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.